Event description:
It was reported the patient, who had a congenital heart defect, presented to the hospital with edema and was immediately admitted. Post-admission, the patient's health began to deteriorate. At one point, the patient had reportedly fallen asleep only to awake suddenly, indicating she was "going to be sick." Upon sitting up, she immediately collapsed. Although doctors made many attempts to resuscitate the patient, including a heart lung bypass, these attempts were, ultimately, unsuccessful. The patient expired. The physician noted at the time of the patient's collapse, pacing spikes from the device could be seen; however, the device could not capture the patient's heart. Blood work revealed the patient's ph had dropped to 6.9 prior to her death. While information provided by the patient's physician indicated the device was functioning normally at the last interrogation in 2008, the coroner indicated a "pacemaker malfunction" may have contributed to the patient's death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.

Manufacturer narrative:
This event occurred outside the us, where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.